Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported form this lot. Based on the available information, a cause for the reported slda could not be determined. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6- patient code 2199 was removed \; device code 4003 was removed.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was noted the mr was increased to 4 when the slda was noted. No treatment was performed. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. Post procedure, it was noted the clip was moving and possibly detached from one leaflet. No additional information was provided.